Event description:
It was reported that the patient presented with asystole and an arrhythmia. The patient was noted to have been lost to follow up. It was determined that elective replacement indicator (eri) had been triggered in (B)(6) of 2013 resulting in a pacing problem due to low battery voltage. The device was explanted and replaced successfully. In addition, the right ventricular (rv) lead exhibited high impedance resulting from a confirmed lead fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 556853, lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.